Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection showed no visible notch next to the sense b electrode. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas of sense a and both hv conductor. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that, this electrode exhibited high shock impedances out of range. The technical services (ts) discussed troubleshooting options. This electrode remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this electrode was explanted and replaced due to fracture, leading into high shock impedances out of range. No additional adverse patient effects were reported.

Event description:
It was reported that, this electrode exhibited high shock impedances out of range. The technical services (ts) discussed troubleshooting options. This electrode remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this electrode was explanted and replaced due to fracture, leading into high shock impedances out of range. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction h11: this electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the area approximately 105-107 millimeters (mm) from the terminal pin. Both the sense a cable and two hv conductors were fractured.

Event description:
It was reported that, this electrode exhibited high shock impedances out of range. The technical services (ts) discussed troubleshooting options. This electrode remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this electrode was explanted and replaced due to fracture, leading into high shock impedances out of range. No additional adverse patient effects were reported.

Event description:
It was reported that, this electrode exhibited high shock impedances out of range. The technical services (ts) discussed troubleshooting options. This electrode remains in service. No adverse patient effects were reported.